Event description:
It was reported that the patient became syncopal and CPR was administered. Three shocks were given before interrogation. The device was found in back up vvi due to an external shock. The device was explanted and replaced. The patient was doing fine post procedure and resumed with normal follow ups.

Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory and was due to a power on reset (por). The device was tested on the bench and no anomalies were found. The cause of the por could not be determined.